Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is unknown. UDI: (B)(4).

Event description:
It was reported by the sales rep in japan that during an unspecified surgical procedure on (B)(6) 2023 the rgdloop adjustable stnd device sterile package was not sealed and was unclean. Another like device was used to complete the procedure. There was an unknown delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.